Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was unknown mg/dl. Insulin pump was not working. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with intravenous insulin infusion. Troubleshooting was performed. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.